Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Tritanium primary cup revised due to being loose.